Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified regarding "error 42221". During investigation the pump was inspected and error code 42221 found on display during power up. Further investigation of the pump unable to duplicate stated problem. According to the investigation the device passed all functional testing. Service will clear the pump error code and reinstall the software as a preventive action. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "error 42221". It was reported that there was no patient involvement.